Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system main board would need to be replaced to resolve the device issue. The fse provided the customer a replacement main board to resolve the system issue. Reporter information: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system alarms have failed. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.